Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that he woke up sweating and blood glucose was low. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No scrolling numbers on the display noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to unresponsive buttons. No moisture damage on the electronics was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.